Event description:
Customer in the diagnostic imaging area reported that a set leaked. There was no report of pt or user harm and no medical intervention reported. Although requested, no further pt or event info was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The device has been received and the eval is pending. A f/u report will be submitted once the failure investigation has been completed.